Manufacturer narrative:
Continous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included overweight, uterine leiomyoma and fibroids. In 2005, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in october 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the fatigue, headache, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Current weight 185 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease were added. Added suspect drug indication and added lot number. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2005). Added events abnormal bleeding (vaginal, menorrhagia), fatigue, migraines / headaches, weight gain, did you undergo an essure confirmation test and lower abdominal pain. Updated onset date of event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12277465 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included overweight, uterine leiomyoma and fibroids. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the fatigue, headache, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Current weight: 185 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included overweight, uterine leiomyoma and fibroids. In 2005, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she had robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the fatigue, headache, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. She need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.